Event description:
It was reported that the device had a cassette not attached error. The event occurred during testing. There was no delay in therapy. There was no physical damage and no customer damage reported. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed the downstream occlusion (dso) seal had a bubble, lcd lens scratched, and battery door missing. There was no applicable evidence to review in the event history log. Functional testing was able to replicate the reported issue; latch lock flex was observed to be bad and did not meet specifications. The root cause was determined to be the bad latch lock flex. The latch lock flex was replaced. Service history review identified that there was no indication that the complaint was related to a service of the device within the review period.